Manufacturer narrative:
(B)(4). Method: the complaint neopuff device was recieved at the fisher & paykel healthcare (fph) service center in (B)(4) and was inspected by a trained fph service engineer. Our investigation is based on photographs and the service report provided by our office. Results: visual inspection of the photographs of the subject neopuff revealed physical damage to both the gas outlet and gas inlet ports. It was found that the gas inlet port was cracked and the gas outlet port was broken. This appeared to be the result of an impact to the device. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The neopuff has been repaired at the us service center, and returned to the hospital after passing the performance checks specified in the neopuff technical manual. Device was repaired/returned to customer.

Event description:
A healthcare facility in the us reported that the rd900 neopuff infant resuscitator had a broken gas outlet and a chipped gas inlet port. A service was requested. No patient consequence was reported.